Event description:
An initial event notification was received by united therapeutics drug safety on 29-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 30-apr-2026. It was reported that the patient's remunity pumps were not functioning as expected; however, information regarding the specific type of device issue was not provided. It was also reported that the patient was hospitalized at the time of the event due to decompensated pulmonary arterial hypertension related to complications from pneumonia.

Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. Further attempts to obtain additional information from the patient's physician's office are currently ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. It was reported that the patient was hospitalized on (B)(6) 2026 due to decompensated pulmonary arterial hypertension related to complications from pneumonia. Based on the information provided, the patient was hospitalized prior to the occurrence of the reported device issues (B)(6) 2026). Additionally, no information was provided to reasonably suggest that the patient's hospitalization or symptoms were related to the use of the remunity system. Therefore, the hospitalization and symptoms are not included in sections b2 or h6. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.